Event description:
The customer reported to baxter (B)(4) of a 2000 ml multilayer bag with 4 leads set and filter in which "the additions port is not glued in position." The event was reported to have occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. Visual inspection revealed that the injection site connector was disconnected from the bag. The reported condition was confirmed. The root cause was assigned to a lack of solvent application at the manufacturing facility. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.